Event description:
It was reported that a spectrum pump's ok button was constantly being pressed without user input. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, ok button constantly being pressed without user input, which was observed during evaluation. This was caused by a failed keypad which was replaced. Baxter has initiated a CAPA to further investigate this issue.